Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 29-sep-2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received loose inside the original folding carton. The original daisy wheel was also received along with the patient stickers, patient implant identification card, dfu, and a folding carton was also received. During a visual inspection, the device was inspected under magnification. The lens was torn in half and coated in viscoelastic residue. The lens was cleaned and inspected and damage was observed on the surface of the lens. The complaint issue "iol torn" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product evaluation. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The ar40m model intraocular lens (iol) was stuck in the loader and the back half of the iol tore in half/was missing upon insertion; the iol was fully inserted. The iol was removed immediately and incision was slightly enlarged however, there was no adverse effect on the patient, no sutures, and no vitrectomy. The same procedure was completed successfully using a backup ar40m iol that was implanted in the patient¿s ocular sinister (left eye). Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: . Device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 incision enlargement all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.